Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular lead. Lead damage was suspected but not confirmed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead portion did not find any anomalies except for procedural damage. The reported event of noise was not confirmed. Additional findings included a visual inspection of the lead portion found full breach insulation degradation on the optim sheath exposing the silicone insulation underneath. The silicone insulation underneath the optim sheath was undamaged.

Event description:
Additional information was received indicating diagnostic imaging was performed and lead damage was not observed. The lead was explanted and replaced to resolve the event and the patient was in stable condition.